Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer stated that the joint of the catheter was cracked at the site of vein about 7 months after the catheter placement in the pt. Catheter leakage was found at the blue adaptor connection. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date:(B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.